Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon catheter allegedly got stuck in sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the vaccess device loaded onto the unknown sheath. The distal end of the balloon was noted to bunched. Blood residues were noted throughout the balloon and unknown sheath. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the distal end of the balloon was noted to be bunched, which could have caused difficulty in removing through sheath. However, the investigation is inconclusive for the reported sheath insertion difficulty as no objective evidence was provided for review. A definitive root cause for the reported sheath insertion difficulty and sheath removal difficulty could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon catheter allegedly got stuck in sheath. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.